Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blood tubing was leaking at the male luer after the nurse appropriately tightened the connection. The nurse stated that the leak occurred at the male luer collar and was found to be pooling around the patient's PICC line. It was further stated that the patient was receiving an rbc transfusion which had completed prior to the tubing set leaking and that the blood loss was minimal. There was no report of patient harm.

Event description:
The customer reported that the blood tubing was leaking at the male luer after the nurse appropriately tightened the connection. The nurse stated that the leak occurred at the male luer collar and was found to be pooling around the patient's PICC line. It was further stated that the patient was receiving an rbc transfusion which had completed prior to the tubing set leaking and that the blood loss was minimal. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leak at the male luer was neither confirmed nor replicated. The customer-provided set was functioning effectively throughout the investigation, and no leaks or irregularities occurred. The root cause of the reported failure was not determined.

Event description:
The customer reported that the blood tubing was leaking at the male luer after the nurse appropriately tightened the connection. The nurse stated that the leak occurred at the male luer collar and was found to be pooling around the patient's PICC line. It was further stated that the patient was receiving an rbc transfusion which had completed prior to the tubing set leaking and that the blood loss was minimal. There was no report of patient harm.